Event description:
There was an allegation of questionable sodium results from the cobas 6000 c 501 analyzer. The sample was repeated because the doctor questioned the anion gap. The initial result was 150 mmol/l, and the repeat result was 141 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The field service engineer checked the analyzer and did not determine the cause. He suspected there was an issue with the amp board or cables, so he replaced them. He performed precision testing, ise checks, and qc that were all acceptable. The investigation is ongoing.